Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion set. The patient experienced elevated blood glucose levels due to a hole in the infusion tubing which caused an insulin leak. The patient went unconscious and her brother found her later. The patient's brother called the paramedics and they arrived around 10 to 15 minutes later. It is unknown if a blood glucose result was taken by the paramedics or if she received treatment. The paramedics transported the patient to the hospital. The blood glucose result at the hospital was 1200 mg/dl. The patient was treated with insulin via IV. The patient was unconscious for 2 days and her kidneys shut down at some point while she was unconscious. The patient does not remember what treatment she received for her kidneys shutting down. She was in the hospital for 4 to 5 days. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.